Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part: 324.212; lot: 32p1579; manufacturing site: bettlach; release to warehouse date: january 8, 2020. A manufacturing record evaluation was performed for the finished device lot , and no non-conformances were identified. Visual inspection: drill bit ã¿3.2 percut calibr (p/n: 324.212, lot #: 32p1579) was returned and received at us customer quality (cq). Upon visual inspection, the tip of the device was observed to be deformed, nicked and dull. Additionally the shaft of the device was also observed to bent. No other issues were observed with the returned device. Functional test: a complete functional test could not be performed as the device was returned by itself. However, the deformed and dull condition of the device could have caused the complaint condition. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: complaint relevant dimensional inspection could not be performed due to the post manufacturing damage. Document/specification review: based on the date of manufacture the following drawing, reflecting the current and manufactured revision was reviewed: drill bit 3-flutes dx.x no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint condition is confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID also reported as (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, two drill bits deteriorated. The bits lost their edge and would not allow drilling to be carried out correctly. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a 3.2mm percutaneous drill bit. This is report 1 of 2 for (B)(4).